Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for c6 segment aneurysm measuring 5 × 6 mm, with the parent artery diameter measuring 4.3¿4.5 mm. It was reported that a ped2-425-18 flow diverter dense mesh stent was selected and fully hydrated outside the body before being advanced to the target vessel. After advancing the delivery guidewire in the straight segment of the middle cerebral artery, the microcatheter was withdrawn to release a short segment of the stent. When it was pulled back to the internal carotid artery, the position of the stent tip was not ideal, and the operator attempted to recapture the device by advancing the microcatheter to reposition it. However, the stent could not be recaptured. Due to concern about potential vascular intimal injury, the stent and microcatheter were removed together from the body. Even outside the body, the stent could not be recaptured, so a new stent and delivery catheter were used instead. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a navien 6f 115 guide catheter,